Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is reported as "before christmas". The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that upon application of her adc freestyle libre sensor, the "needle was stuck in the skin". Customer was previously diagnosed with pneumonia and at the same time she was found to have "blood poisoning" which was assumed to be from the sensor. Customer was in the ICU for 5 days due to pneumonia and blood poisoning and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint type (sensor tip left in the body) and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. As there was no serial number provided, dhrs could not be reviewed for these issues, however if the product is returned, the case will be re-opened and a physical investigation will be performed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that upon application of her adc freestyle libre sensor, the "needle was stuck in the skin". Customer was previously diagnosed with pneumonia and at the same time she was found to have "blood poisoning" which was assumed to be from the sensor. Customer was in the ICU for 5 days due to pneumonia and blood poisoning and received unspecified treatment. There was no report of death or permanent injury associated with this event.